Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was reportedly re-implanted with another advanced bionics cochlear device on (B)(6) 2024. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced extrusion. The recipient's device was explanted. The recipient will be reimplanted at a later time. The recipient has healed. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.